Event description:
It was reported that the patient died. The cause of death was pending toxicology at the time of this report. No other information was available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.